Event description:
Transport "vent(ilator) malfunction after patient attached. Peep and rate alarm difficult to adjust; vent stopped cycling for a period of time." No patient injury. Alarms working fine.

Manufacturer narrative:
Found the main circuit board to have been adulterated by techs at the user facility, including a semi-circle drilled out of the pc board itself. The case is beaten up, user even replaced a broken tab with blade epoxy. User has done a lot of their own service, frequently using generic battery packs in place of bmd battery packs. We will be changing the main circuit board (8 years old) and the case on this unit.